Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked display window, minor scratches on the display window and bleeding lcd glass. (B)(4)

Event description:
Customer's mother reported via phone call damage on the insulin pump and cracked battery cap. Customer's blood glucose level was 218 mg/dl. Customer's mother advised they cannot remove the battery cap because they accidentally tightened, cracked and stripped the cap after changing the battery. Troubleshooting for the battery cap was performed. Customer was able to remove the battery cap using a flathead screwdriver. Troubleshooting for the cosmetic damage on the device was performed. Customer advised the top left corner where the battery is located has a crack. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.